Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual analysis of the returned optiflex¿ stone retrieval basket found residues indicating use and handling. The basket was in the opened/extended position when received. The sheath was found kinked from the distal end of the strain relief. A functional evaluation was performed. The thumb wheel moved freely in both directions, however, the sheath would not move over the wire and the basket would not close. When the device was disassembled, the inner drive wire was separated and was found kinked from proximal end of the handle cannula. The evaluation revealed that the pull wire was broken. During manufacturing, devices are inspected to ensure that all finished devices meet specifications. Most likely, the issues could have been generated by excessive manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore, the most probable root cause is "operational context". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used during a ureteral soft lens holium laser lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket would not open inside the patient. No stone was captured when the basket failed to open. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the pull wire was broken.